Event description:
Cotton at the ends keeps coming off inside of me [foreign body in reproductive tract]. Cotton at the ends keeps coming off [device breakage]. Case description: consumer reported via social media that the cotton end of tampon comes off inside her. No serious injury reported.